Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated that her device was no longer working and she was trying to have an appointment with her healthcare professional (hcp) to remove it. No further complications reported. No symptoms reported.